Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she received number six on the display. The customer was assisted in troubleshooting and she was able to clear the alarm as well as able to complete the insulin pump rewind. However, the unexpected restart alarm occurred shortly after inserting a new battery into the insulin pump. The insulin pump will be returned for analysis.